Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been returned for evaluation. The sales rep was able to take a picture of the tube (at the facility) 2-4 hours after the case, and at that time, the tube was still inflated and there was air in the valve. Method - no testing methods performed (B)(4).

Event description:
It was reported during a procedure, the facility alleged a potential cuff leak with an emg tube. During the case, the tube was adjusted. The anesthesiologist said he heard a leak and decided it was the cuff. Thus, the tube was removed and the patient was reintubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.